Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 450 units of insulin, and the insulin gauge decreased to 120 units. Subsequently, the insulin gauge decreased to 0 units, and the customer was able to withdraw approximately 100 units of insulin. There was no impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for continued insulin therapy.